Event description:
This revision surgery was performed due to implant migration. Ball head was explanted. The surgeon does not blame the product.

Manufacturer narrative:
The devices, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A clinical analysis indicated that it was reported that the patient had a revision surgery on (B)(6) 2019 due to migration. It was reported that the ball head was explanted. It is noted that the doctor commented: this revision surgery was performed for central migration of bha and he believes this product is not defect. It is also noted, the device will not be returned. To date no medical records have been received. Without any supporting medical documentation, the reported event cannot be assessed, and a thorough medical assessment cannot be performed. In the event of medical/clinical records being received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited patient anatomy, patient non-compliance, procedural/ user error, traumatic injury, poor user instructions. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.